Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal. A receiver was also returned for investigation but no defect was found.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the confirmed transmitter confirmed the permanent out of range signal. A receiver (sn (B)(4), mfg date: 09/13/2013) was also returned for evaluation and there was no issue detected.